Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and motor error alarms. Customer's blood glucose was 197 mg/dl. During troubleshooting for no delivery alarm, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not go back far due to excessive no delivery alarms. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.